Event description:
It was reported that a pump alarmed "door not fully latched" during a flow rate test. The device was programmed to deliver 50 ml at a rate of 200 ml/hr. The customer stated that the pump would intermittently alarm "door not fully latched" and interrupt the infusion.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the history log shows that multiple "door not fully latched" alarms occurred (displayed as "door jammed"). It was identified that the "door not fully latched" alarms were caused by a failed input/output printed circuit board (I/o pcb).